Event description:
It was reported to vyaire medical problems with vela ventilator giving vent inop (inoperable), motor fault, circuit disconnect, xdcr (transducer) fault, and low ve alarms (low minute ventilation) during setup prior use. There is no patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer advised that they already done some troubleshooting steps which includes cross checking the flow sensor, exhalation valve body, exhalation diaphragm but problem still not solved. They carried out all transducer tests and turbine differential transducer test which also failed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.